Event description:
The customer is returning their unit for service. The device has system error, error message l3201. The vacuum connection is defective (although it was in order at first). Showed errors when initially connected. It functioned perfectly when connecting a st/hh.